Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-08080. It was reported the pt was experiencing an uncomfortable heating sensation while charging since the implant date. F/u info identified a replacement charger was sent to the pt.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.